Manufacturer narrative:
(B)(4). D10: cat# 110010242 lot# 66589774 g7 osseoti 3 hole shell 48mm c. Cat# 00811400010 lot# 65777128 femoral stem 12/14 neck taper ext. Offset size 0 105 mm stem length. Cat# 010000999 lot# 7784803 g7 screw 6.5mm x 30mm. Cat# 00877503202 lot# 3165638 bioloxâ® delta, ceramic femoral head, m, ã¸ 32/0, taper 12/14. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 1 month later due to dislocation and instability. During the removal of the head, the stem came loose. All devices were revised and replaced. It was reported that no further information could be provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h3; h6 visual examination of the provided pictures identified the explanted liner, head, stem, shell and screw. Devices were covered in bio-debris. No further evaluation could be made from the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.